Manufacturer narrative:
Pump was received with broken off the belt clip rails, missing reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay.

Event description:
It was reported that the insulin pump had cosmetic damage and part where the belt clip inserted was broken. The customer¿s blood glucose level was 15.9 mmol/l. The customer was also mentioned that the power error was detected. The insulin pump will be returned for analysis.